Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6)), sigadaptshort, sig power sigadaptshort lin short adapt (serial# (B)(6)), sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during partial pulmonary resection, when stapling the pulmonary parenchyma a component from the device disengaged and fell inside the patient's cavity. As a resolution the piece was retrieved using and x-ray and forceps.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that all the reload pushers were visible, with the sled fully advanced. The jaws were open. The distal sutures on the anvil and cartridge side were successfully released. The right blowout plate was returned disconnected from the reload. Functional testing was precluded due to the observed condition of the reload. It was reported that the reload disengaged and fell inside the patient's cavity. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during partial pulmonary resection, when stapling the pulmonary parenchyma the blowout plate from the reload disengaged and fell inside the patient's cavity. As a resolution the piece was retrieved using and x-ray and forceps.